Manufacturer narrative:
Results: the nose cone was detached from the handle and one of the tabs was broken. Conclusions: evaluation of the returned handle revealed the nose cone was disconnected from the handle. One of the tabs was damaged and unable to hold the nose cone in place. This damage may have occurred as a result of mishandling during transit to the customer. Penumbra handles are visually inspected and 100% functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During a coil embolization procedure, the physician noted that the distal part of the pod detachment handle (handle) was missing upon removal from the packaging. It was found later that the distal part of the handle was disconnected from the handle and was inside the packaging. The reported issue was found prior to use. Therefore, the handle was not used in the procedure. The procedure was completed using a new handle.

Manufacturer narrative:
Report source: distributor, foreign.